Event description:
Three speaker failures on three philips vm-6 bedside monitors on units with same serial number sequence within a period of 8 months. The failure results in a no audio condition. Without audio, the device cannot alert medical staff to a potentially life threatening pt condition. No pt injury has occurred, however, a repetitive failure trend has been noted. Philips medical was first notified march 26 2009 and again on may 11 2009. Another speaker failure was repaired in 2008. A failed speaker was sent to philips from the march failure to be analyzed.